Event description:
The service report shows that while the nellcor puritan bennett customer support engineer (cse) was servicing the device for an unrelated reason, the cse discovered that the audible power fall alarm was nonfunctional. The cse inspected the device and replaced the motherboard and batteries. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.